Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no materials ended up in the patient, the needle holder could be removed. After changing to a new needle holder (but also with several "lives" already consumed), exactly the same thing happened, so that the instrument was changed again. The suture could then continue normally with this instrument. No fragments fell inside the patient. A replacement device was utilized to complete the surgery. The surgery was extended by 20 minutes due to the reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.